Event description:
Caller reported being taken to emergency room in 2001 (5 days before event reported to MFR). Caller stated the caller had not been testing blood glucose because the caller's meter was giving erratic results and the caller felt caller could not rely on the test results.